Manufacturer narrative:
The softclix lancing device without lancets was received for investigation. The reported failure on protruding lancets could not be confirmed during the investigation. The lancing device was tested with test lancets (lot u21a8) into a rubber mat at 11 different pricking depth settings, for each attempt needle was correctly retracted, ejected, and produced a puncture hole. The lancing device could be primed and released without any problems and works in accordance with specifications. The lancing device was disassembled for investigation, but no abnormalities could be observed which could verify the customer allegation. As the customer lancets are not available, no further investigation is possible.

Event description:
The customer stated there was an issue with the coaguchek softclix lancing device. The customer indicated that the lancet was protruding past the end cap of the lancing device before priming. The customer removed the cap of the device and confirmed that the lancet was seated properly. The customer re-installed the cap, but the issue persisted. The lancet was still protruding past the end cap of the device.

Manufacturer narrative:
The investigation is ongoing.